Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the battery gauge was fluctuating. Customer declined to provide anymore information. There was no reported adverse impact. Additionally, it was reported that the wake button was difficult to press and requires multiple presses to turn on. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer addressed elevated bg by a correction injection via manual insulin therapy. The customer reverted to manual insulin therapy.